Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: the battery compartment was cracked in two places. The battery cap threads were torn, the battery contact spring was missing and the battery cap was unable to power up the pump. A test cap was used to perform the investigation steps. The review of the black box data showed multiple pump reboots. The pump was run on a 24 hour basal program using a test cap with no intermittent power interruptions. The pump was opened and an inspection performed on the power circuit with no defects found. However, moisture was found internally on support bracket and on the battery canister. Unrelated to the original complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.